Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the ed (emergency department) with their heart rate in the fifties, chest pain and weakness. An interrogation of their device found that there was intermittent t-wave oversensing post pace on the right ventricular (rv) lead, which was resulting in inappropriate device behavior allowing rates below the programmed lower rate. It was also noted of possible atrial loss of capture on the right atrial (ra) lead. The patient was being admitted into the hospital to be monitored overnight. The rv lead, implantable cardioverter defibrillator (ICD), and ra lead remain in use. No further patient complications have been reported as a result of this event.